Event description:
Meter name: one touch basic enhanced. Strip name: lifescan one touch strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: no symptoms. A social worker supervisor reported that the pt was getting low readings on the pt's meter and one day they called the paramedics and customer was sent to the hosp. The pt's meter allegedly was inaccurately low. The results on the pt's meter were 19, 39, 35 (unit of measurement unknown). The results on the hosp meter were 149mg/dl, 124mg/dl, 133mg/dl. The time difference between pt's meter and hosp meter is unknown. Treatment was unknown. No further info has been reported.